Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. A lead revision was performed, and it was successfully repositioned on (B)(6) 2022. The patient was stable before, during, and after the procedure.